Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, reported an issue with torn leading haptic which was noticed until it was inserted in eye. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of a torn leading haptic. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming. The plunger is bent at the plunger head. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product's acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in an upward plunger position, which could result in the plunger potentially tearing the haptic. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in july 2022. The manufacturer internal reference number is: (B)(4).